Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a trial procedure to receive 2 leads (from the same lot). One of the leads was successfully implant with no issues. The other lead showed 5 invalid contacts. Allegedly, the doctor noticed a couple of kinks in the stylet. An sjm representative also noticed visible continuity issues with the lead. The trail stimulator and trial cable were replaced, but invalid contacts remained. As a result, another lead was successfully implanted and no invalid contacts were present.